Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was unable to be interrogated with a suspected premature depletion of the units battery. The device has been explanted and replaced and is expected to be returned for a longevity analysis. No resulting adverse patient effects were reported.

Event description:
It was reported that this device was unable to be interrogated with a suspected premature depletion of the units battery. The device has been explanted and replaced and returned for a longevity analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
The returned cognis was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.